Event description:
It was reported by the (B)(4) study that the patient received an inappropriate shock due to t-wave oversensing on the right ventricular (rv) lead. The rv sensitivity was increased and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.